Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via a merlin transmission. The patient is asymptomatic. Programming changes were made.